Event description:
Customer reported the alarm has no power. Batteries have been replaced with new supply. Customer reported there were some traces of battery acid on the battery door but he was able to clean off the leakage. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue. The alarm's battery door has battery acid leakage and when new batteries are inserted the alarm does not power on. Note: instructions for use state: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage alarm. Do not allow batteries to deplete while in the alarm. Change batteries immediately when you notice the low battery led "blink." Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).